Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the stimulation was turned on and programming was done (B)(6) 2016. By the time they got home it seemed like it reverted to pre-surgery levels. The patient had questions about labeling and programming. The patient had bilateral for essential tremor and had some ability to increase and decrease on both sides. The patient had no symptom relief since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.